Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a flat crease and one curved opening on the anterior. A leak test and microscopic analysis was performed which identified one sharp opening on the anterior. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.